Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time. The device is labeled for single use. H10: (device code 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt, detachment, migration and perforation. This information was received from one source. This malfunction involved one patient with no consequences. A female patient weighs 149 kgs and age was not provided.

Manufacturer narrative:
The lot number was not provided for the malfunction and hence a lot history review was not performed. The device was not returned for evaluation and medical records were not provided. Therefore, the investigation is inconclusive for filter migration, filter tilt, filter limb detachment and perforation of the ivc. A definite root cause for the reported event could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model eclipse vena cava filter allegedly experienced tilt, detachment, migration and perforation. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt, detachment, migration and perforation. This information was received from one source. This malfunction involved one patient with no consequences. The 47 year old female patient was 149 kgs.

Manufacturer narrative:
H10: as the lot number for the devices was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records included images were provided for review. The investigation is confirmed for perforation of inferior vena cava (ivc), filter limb detachment and filter migration. However, the investigation is unconfirmed for filter tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.